Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit will not stop when they take there hands from the button. There was no patient injury.